Manufacturer narrative:
Updated information received on 3/19/2019. The treatment provider indicated that the patient was seen by a specialist. No intervention was provided for fat necrosis. The specialist the patient was assessed by diagnosed her with paradoxical adipose hyperplasia (pah). Pah is a known, rare side effect of coolsculpting. This complaint no longer meets the criteria of a serious injury. The events are not life threatening, did not result in permanent impairment to a body structure or function, and did not require any medical or surgical intervention to preclude permanent impairment of a body structure or function.

Event description:
A treatment provider reported that a patient was treated to the upper and lower abdomen, and bilateral flanks, on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. The patient experienced pain for three months post treatment for which steroids were given. On (B)(6) 2018, the patient presented with nodules under the treated areas. By the time the manufacturer was notified of the event, the pain had subsided. The nodules were described as hard tissue that felt like baseballs, did not emit heat, and did not hurt. Two biopsies were performed and showed fat necrosis. An ultrasound showed tissue reaction to focus trauma and thickening of the tissue related to fat necrosis.

Manufacturer narrative:
Pending investigation. (B)(4).

Event description:
A treatment provider reported that a patient was treated to the upper and lower abdomen, and bilateral flanks, on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. The patient experienced pain for three months post treatment for which steroids were given. On (B)(6) 2018, the patient presented with nodules under the treated areas. By the time the manufacturer was notified of the event, the pain had subsided. The nodules were described as hard tissue that felt like baseballs, did not emit heat, and did not hurt. Two biopsies were performed and showed fat necrosis. An ultrasound showed tissue reaction to focus trauma and thickening of the tissue related to fat necrosis.